Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high blood glucose of 300 mg/dl and 287 mg/dl. Customer states he went to visit his healthcare professional for high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that cannula was bent. Customer also reports to have received a no delivery alarm while attempting to program carbs, but issue was resolved with a set change. Customer was advised to call if issue occurs again. No further information provided.